Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that she thinks something was wrong with the implant battery because she was having to charge it more frequently. Patient said that she charge battery a week ago and the battery was already down to a quarter of a battery. Patient reported no falls/trauma. Patient said that she had increased stimulation because her pain was getting to be a bit much. Patient said now, for the last 5 days, she was feeling a shocking/jolting sensation at the implant site. Implant site had also become painful. Troubleshooting was unable to be performed as the patient was redirected to healthcare provider (hcp) to check system. Patient said the hcp had asked if she wanted device removed and patient said, no, without the device she wouldn't be able to walk. The patient was redirected to their healthcare provider to further address the issue. Patient has appointment with hcp on (B)(6) 2021 and hcp told her to call the manufacturer about issues. Pt said she is going to call hcp office to ask that a rep be at appointment.